Manufacturer narrative:
The device was received, and an evaluation is complete. The device history record (DHR) review was completed and revealed no findings that could have directly contributed to the current complaint. Evaluation included a visual assessment as well as functional testing. During evaluation the device had a system error 322 alarm. The cause was identified to be an out adjustment link screw which was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.